Event description:
It was reported that during a routine battery change no cerebral spinal fluid flowed or could be withdrawn from the catheter. Catheter was replaced. There were no patient symptoms or injuries related to the event. Patient status at the time of this report was alive, no injuries, no adverse event. The system was used to infuse bupivacaine.

Event description:
It was later reported the patient experienced poor analgesia and had "never gotten pain relief". The pump and catheter were replaced due to lack of therapy. The cause of the event was catheter occlusion. When the catheter was replaced and they put the sutureless connector on, they checked for patency after it was connected to the pump.

Manufacturer narrative:
Concomitant products: catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Analysis of the catheter found no significant anomalies. Before the catheter was decontaminated the technician noticed foreign material in one of the dispensing holes. It had the appearance of possible crystallized drug. The catheter was found to be occluded during patency testing. After decontamination, the foreign material was no longer in the dispensing hole and the occlusion broke loose. Microscopic inspection found there was an indent seen in the cup (or seal) of the sc connector, but this indent was determined to be non-significant. There was no leak observed during pressure testing. It was noted that the occlusion found at the dispensing hole was likely not related to the field allegation of inability to withdraw csf. It was further noted that there was a possibility that the drug may have dried up at the dispensing hole before returning the product to the analysis lab. Analysis of the pump noted no anomaly was found.

Manufacturer narrative:
(B)(4).